Manufacturer narrative:
Reporter phone number: external: (B)(6). Investigation summary: 03/27/2026. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the reporter reported that they had two a lines red 14001 leak this morning from the b port side of the lines. As these contain chemotherapy drugs, the effected items were disposed of. The plunger was stuck down. The product was stored in its original packaging. There was patient involvement and no patient harm reported.